Manufacturer narrative:
Vyaire medical file identification: com (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that that during the performance of the annual preventative maintenance, while attempting to verify the o2 flow under flow controller o2 (function blocks), it was noted that no flow was measure from the life block. No patient involvement was reported.